Event description:
Patient was hospitalized for hyperglycemia. Suspect device was being worn at the time. No further information is available at the time of this report. Device not returned for evaluation.